Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in loss of capture, which was confirmed via x-ray imaging. This resulted in arrythmia and syncope. The lead was explanted and replaced on may 4, 2026. No adverse patient consequences were reported.